Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and the specific complaint was not able to be replicated. All motion functions worked appropriately. Some of the pendant buttons were showing signs of wear and starting to delaminate. Ias (image acquisition system) pendant replaced in accordance with as per user manual instructions. System checked out to satisfaction. MDR codes: b01, c07, d02. H3, h6) the pendant was returned to the manufacturer for analysis. Analysis found that issue not confirmed: "unable to move gantry with remote". The reported complaint was not confirmed. The pendant was installed into test system, and both the system and pendant booted as expected. While all pendant keys were remain functional, some require excessive pressure to actuate, indicating wear. Visual inspection showed the laminate sticker was lifting and bubbling around the keys. The pendant showed clear signs of wear and fatigue. MDR codes: b01, c07, d02. Return date:2025-06-12 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that the gantry would not track out or move to the right when using the remote during a procedure. A patient was present, but specific details about the surgery and patient were not available at the time of the report.